Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 310c31 mosaic porcine heart valve 2007 (B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported the implantable pulse generator (ipg) battery may have depleted sooner than expected. The ipg was removed and replaced. No patient complications were reported as a result of this event.